Manufacturer narrative:
It was reported that the patient has patellar instability. The surgeon is making an arthrotomy where the poly insert will be exchanged as well. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has patellar instability. The surgeon is making an arthrotomy where the poly insert will be exchanged as well.